Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. Reportedly, the clip was withdrawn from the patient, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition following the procedure was stable.

Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigaton results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was partially separated from the catheter. It was also noted that the device returned without the over-sheath and the catheter was kinked. Microscope examination was performed and it was noted that no evidence of activations had been performed in the clip assembly. Additionally, the clip arms were misaligned and the clip assembly was deformed. The clip assembly was disassembled for further analysis and no damages were observed in the clip arms. Functional evaluation could not be performed due to the device returned condition. The reported event was not confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. Reportedly, the clip was withdrawn from the patient, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition following the procedure was stable.